Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 1st october 2013. Information from the history log showed the device was first installed on the 6th november 2013. The device performed to specification for 5 years and 10 months up to the 1st september 2019, showing gradual voltage depreciation that would be consistent with a naturally depleting pad-pak. The device then failed the subsequent weekly auto self-test on the 8th september 2019 due to low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator, as per the reported fault. Throughout the investigation, no fault was found on the sam 300p that would have resulted in a low battery fail or depleted a pad-pak before its expiry. The voltage of the returned pad-pak (lot j0710) was consistent with its expiry of january 2024, and no fault was identified on the pad-pak. The device and pad-pak were stressed at 50°c 95%rh for 5 days, with no fault found on either during this time. The pad-pak ocv/ccv and device current drain were measured before and after stress testing with no significant changes observed. Information from the delivery note for the sam 300p indicate the device was shipped with a pad-pak from lot a1560, with a expiry of december 2017. This pad-pak would therefore have expired by the time of the low battery fail and may have resulted in the reported fault. However, this pad-pak was not returned for investigation, therefore this could not be confirmed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Red status indicator flashing with pad-pak j0710 expiry 2024. No patient involvement.

Manufacturer narrative:
Correction: serial number under tab d is incorrect. The correct serial number should be (B)(6). Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing with pad-pak j0710, expiry 2024. No patient involvement.